Manufacturer narrative:
A visual examination of the returned capio slim device revealed that the cage is damaged. The carrier was actuated three times and it extended and retracts without any problem. Also, it was actuated (deployed) three times with the suture and the needle does not enter in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific that a capio slim device was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the suture and was stuck in the capio carrier. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a capio slim device was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the suture and was stuck in the capio carrier. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.